Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no act button response, due to corroded keypad traces. No button error alarm noted during testing. Unable to verify for operating currents including low battery or off no power alarm due to no act button response. Insulin pump was received with minor scratches on display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed button error. Customer took his blood glucose and was attempting to bolus but the device alarmed battery low. Customer had to change the battery and it alarmed button error. Customer's blood glucose was 10.4 mmol/l. Customer does not recall any significant event that may have caused the device to alarm. Customer then stated he was sitting and the device could have been pressed to his belt. Customer was advised to revert to back up plan. No further information reported.